Event description:
It was reported that the tandem-provided charging cable was damaged and bent at an angle, causing it to be loose within the usb port of the pump, disrupting charging intermittently. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging cable was sent to the customer to resolve the issue.